Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) and basal rate was adjusted to address bg. Contact did not know cause of event, but did not suspect it was due to pump/supplies. Contact declined to provide further information.